Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years 2 months post implant of perfix plug, patient had hernia recurrence and adhesions thereby underwent hernia repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d4 (product catalog no., corporate lot no, UDI no.), g1, g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6)2009 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿identified the hernia sac and was reduced into the preperitoneal space. An extra-large perfix plug (device #1) was placed into the floor of the direct hernia. A keyhole mesh was placed to reinforce the floor. The previously placed mesh was clearly identified.¿ on (B)(6) 2014 - patient was diagnosed with right inguinal hernia and possible recurrent left inguinal hernia thereby underwent laparoscopic repair with the implant of bard flat mesh (device #2). Per operative notes, ¿reduced an indirect hernia defect in the right inguinal region. Attention to the left side, it was densely adherent in this area. There was a previously placed direct space hernia plug (device #1). A bard flat mesh (device #2) was cut into two pieces and placed into the preperitoneal space.¿ attorney alleged that the patient had bowel obstruction, bowel perforation, mesh migration, mesh shrinkage, pain, ring break, hernia recurrence and emotional injuries.